Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is user preference. (B)(4). Device not returned for analysis.

Event description:
(B)(4). The patient was enrolled in (B)(6) of 2005. A type ii lesion was identified in the left carotid artery. The reference vessel diameter was 7mm. The lesion length was 20mm and was 50% stenosed as measured via nascet. The target vessel was non-tortuous with none of the following attributes: thrombus, ulceration, dissection, pseudoaneurysm or calcium. A filterwire ex or ez (190 cm) was used for cerebral protection. A 7mm diameter by 40mm long carotid wallstent monorail was delivered and successfully placed at the intended site. Pta was performed with an ultrasoft balloon dilatation catheter. During the procedure atropine 0.5mg and nootropil 9g were used. The procedure was a technical success. Residual stenosis was estimated at 0-29%. Post procedure, the stent was found to be patent with a residual stenosis of 0%. The patient was asymptomatic. The stent was rated as successfully placed and a technical success with no events or complications noted. Plavix 1x1 was given to the patient after the procedure. On a follow-up visit that is dated as the day after the enrollment, the stent was patent with 0% residual stenosis. The patient was reported to be symptomatic with abnormal speech/language function that was worse than the previous visit, abnormal mental/intellectual function that was worse than the previous visit, motor system rated abnormal and worse than the previous visit with a description of paresis right arm. A complication on the day of the procedure was reported as "after the stent implantation, 3 hours, was paresis".